Event description:
The pacemaker involved in this MDR report was implanted on (B) (6) 2009. The physician requested a pacemaker check on (B) (6) 2009 because the pt was experiencing discomfort. Upon interrogation on (B) (6) 2009, the pacemaker was found in standby mode (safety mode). Normal operation was restored automatically during the interrogation.

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4)